Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3057, serial # unknown, product type screening device; product ID 3057, serial # unknown, product type screening. (B)(4).

Event description:
Information was received from a trial patient in basic evaluation. It was reported that the patient was unable to feel stimulation on the right or left lead. The patient was getting an error message that read ¿setting not available contact your clinician.¿ it was reported the patient has a follow up with their doctor on monday. Additional information was received from a consumer. It was reported that they saw their doctor with regards to the patient not feeling stimulation and the error message seen and it was found that one of the wires was not properly hooked up/not sending signals which resulted in the issues for the patient. The trial worked for 2.5 days for the patient after which they could not feel anything so they had it taken out the following monday. However, the patient was going to have the full implant on (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.